Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was confirmed that the imaging system is in stand alone mode. Found no connection to frame grabber. Replaced umbilical cable. System is ready to use. The umbilical cable was received by the manufacturer for evaluation. Analysis confirmed reported problem. Broken cable wires, pins 10, 11, 4, 5, 7, 8. A communication failure mode was confirmed with the root cause being a damaged umbilical cable. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system would not exit stand alone mode. It was reported that the system was power cycled multiple times without resolution. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully with the use of a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.